Manufacturer narrative:
: (B)(4) - controller ac adapter / expiration date 02/28/2017. Device evaluated by MFR: yes. Device manufacturer date: 02/28/2016. Conclusion code: no failure detected, device operated within specification. Sn# (B)(4) - controller ac adapter / expiration date 02/28/2017 device evaluated by MFR: yes. Device manufacturer date: 02/28/2016. Conclusion code: quality system deficiency. (B)(4) - battery / expiration date 31jan2016. UDI #:(B)(4). Device evaluated by MFR: yes. Manufacturer device date: 01/05/2015. (B)(4) - battery / expiration date 31jan2016. UDI #: (B)(4). Device evaluated by MFR: yes. Manufacturer device date: 01/07/2015. (B)(4) - battery / expiration date 31dec2015. UDI #: (B)(4). Device evaluated by MFR: yes. Manufacturer device date: 12/22/2014. (B)(4)- battery / expiration date 31jan2016. UDI #: (B)(4). Device evaluated by MFR: yes. Manufacturer device date: 01/05/2015. (B)(4) - battery / expiration date 31jan2016. UDI #: (B)(4). Device evaluated by MFR: yes. Manufacturer device date: 01/14/2015. (B)(4)- battery / expiration date 31mar2017. UDI #: (B)(4). Device evaluated by MFR: yes. Manufacturer device date: 03/10/2016. It was reported that the patient was experiencing power switching events. The controller, two controller ac adapters and six batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller ac adapters and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnection and implement corrective actions as required. Failure analysis of the controller revealed that device failed visual inspection and functional testing due to a loose power port 1 (ps1) connector. Loose power connectors are currently being investigated by the manufacturer with the supplier. Further analysis revealed that the power port 1 and 2 had corrosion on the connectors. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The loose power connector found was an incidental finding and is not related to the reported event of power switching. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
***Please note: due to (B)(4) and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have fully charged batteries and a backup controller available and programmed identically to the primary controller. (B)(4) - controller ac adapter / catalog number 1430de. Device available for evaluation?: yes, 12apr2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4) - controller ac adapter / catalog number 1430de. Device available for evaluation?: yes, 24mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4) - battery / catalog number 1650de / expiration date 31jan2016. Device available for evaluation?: yes, 24mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4) - battery / catalog number 1650de / expiration date 31jan2016. Device available for evaluation?: yes, 24mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4) - battery / catalog number 1650de / expiration date 13dec2015. Device available for evaluation?: yes, 24mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4) - battery / catalog number 1650de / expiration date 31jan2016. Device available for evaluation?: yes, 24mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4) - battery / catalog number 1650de / expiration date 31jan2016. Device available for evaluation?: yes, 24mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4) - battery / catalog number 1650de / expiration date 31mar2017. Device available for evaluation?: yes, 24mar2017. No, device evaluation anticipated, but not yet begun. Labeled for single use?: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was experiencing power switching events. The devices were exchanged with no reported consequence or impact to the patient. No further information was provided.